Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis, as listed in the instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that due to stable angina and positive stress test, the patient underwent the index procedure on (B)(6) 2011, with deployment of three drug eluting stents. A non-abbott 2.25 x 15 mm stent and a non-abbott 2.25 x 8 mm stent were placed in the first diagonal. An unspecified promus stent was implanted in the left main. Post procedure residual stenosis was 0% with timi 3 flow. The patient was discharged from the index procedure the following day. On (B)(6) 2012, the patient was admitted to the hospital with angina. Angiography revealed restenosis of the target lesion in the left main. Revascularization was performed with the placement of an unspecified promus stent with a good result. The patient was discharged from the hospital the following day. No adverse patient sequela was reported. No additional information was provided.